Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been corrected. Corrected additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: /serial or lot#: (B)(6). D9: no h3: no h4: mfg date: h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis associated with (B)(6) revealed one (1) low flow alarm was logged on 07/nov/2025 at 12:29:39. Additionally, two (2) vad disconnect alarms were logged on 07/nov/2025 at 11:57:44 and 11:59:39, indicating the controller was powered up without the driveline connected, likely during the reported controller exchange. Log file analysis associated with (B)(6) revealed one (1) low flow alarm was logged on 07/nov/2025 at 12:40:01, and one (1) high watt alarm was logged on 07/nov/2025 at 12:40:39. Of note, the high watt and low flow alarms occurred between settings of the respective alarm thresholds, and parameters were within normal operating range. Review of the event file associated with (B)(6) n revealed three (3) controller power-up events with one (1) associated pump start event logged on 07/nov/2025 at 11:57:36. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set between the controller power up events. Additionally, review of the data log file revealed that the controller was not in use prior to the initial controller power up event; the first data point was logged on 07/nov/2025 at 11:58:12, indicating that the controller power up likely occurred during the initial programming of the controller and/or a controller exchange. Of note, (B)(6) is loaded with the alternate software for the pump start algorithm. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and the available information, possible root causes of the high power event may be attributed to multiple factors including, but not limited, to external factors such as thrombus formation/ingestion, incorrect setting of alarm thresholds, and/or patient factors. Based on the risk documentation and the available information, possible causes of the reported low flow event may be attributed to multiple factors includ ing but not limited to thrombus at the inflow cannula/outflow graft, incorrect setting of alarm thresholds, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the reported event associated with (B)(6) can be attributed to the initial programming of the controller and/or a controller exchange. Additional products: d1: controller d4: (B)(6) h3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event information. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2023 / serial or lot#: (B)(6) h4: mfg date: 01-apr-2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was exchanged prophylactically and was discarded.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller. D9: no. H3: no. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited alarms for low flows, high watts and vad disconnect and the controller exhibited an unexpected loss of power. The vad and controller remain in use. No patient complications have been reported as a result of this event.